Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 11. On 2021-10-08, non-osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and increased sensitivity. No further patient complications were reported.